Event description:
The device reportedly delivered 1 defibrillation countershock to the pt at 360 joules. A second defibrillation countershock was attempted and the device reportedly charged to 360 joules, however, when the discharge buttons were pressed, the device reportedly "went blank" and was nonfunctional. The batteries were changed and the device allegedly would not turn on. The pt was not resuscitated. The reporter stated that the reporter event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.